Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device broke. The following information was provided by the initial reporter, translated from chinese to english: the head nurse of neonatal area 1 reported that the product had broken during use; quantity affected 1 unit

Manufacturer narrative:
Investigation results: the complaint of a broken q-syte connector was confirmed; however, the root cause was undetermined from the video that was provided for investigation. The video showed a q-syte connector that was attached to a 3-way stopcock. The top body of the connector was fractured. As the sample exhibited evidence of use, it could not be determined with certainty whether the damage originated during manufacturing or in the clinical setting. The observable features in the submitted video did not contain enough information to identify a specific root cause of the reported event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.